Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited air in the line and no disposable, pump won't run". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 77.1, rate 2.3 and 28.95 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review.